Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the pump was flipping and there was a catheter issue. The patient had surgery to tack the pump down and revise the catheter. It was reported that the patient's pump had been stopped for about 673 hours. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8703w lot# l52364 serial# implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the pump was flipped. It was corrected and secured in the pocket by tacking it down. Nothing was wrong with the catheter. Nothing was done programming/drug wise to the pump.